Event description:
Implantable cath erosion. Pt presented to interventional radiology for a scheduled gastrostomy tube change and it was noted that the tip of the catheter was broken off. This is the 21st. Device failure since oct. 2001 and the 2nd. Event for the pt. Device failed (e.g. Broke, couldn't get it to work or stopped working.